Manufacturer narrative:
A specific root cause could not be determined. It was most likely that the issue was caused by an instrument issue. No additional issues were identified after the field service representative activities were performed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable troponin I stat results for one patient sample. The initial result was 0.155 ng/ml. The repeat result was 0.187 ng/ml and was reported to the patient. The field service representative performed calibration and a precision check with the sample on two other cobas e411 analyzers. The result from both analyzers was <0.100 ng/ml. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number was 183416 with an expiration date of 04/29/2016. The field service representative ran performance testing, made adjustments, and ran calibration, qc, and precision testing.